Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('migration of essure device to the abdominal or pelvic cavity') and pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 721041) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, abdominal pain, back pain, hypersensitivity, genital haemorrhage, pregnancy with contraceptive device, headache, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: discrepancy noticed in essure model (reported as ess306). Lot number:721041 manufacture date:2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation"), device dislocation ("migration of essure device to the abdominal or pelvic cavity") and pelvic pain ("chronic pelvic pain") in a 44 year-old female patient who had essure inserted (lot no. 721041). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of lower abdominal pain, menstrual cramp, penicillin allergy, arm fracture, ear operation, vaginal delivery, parity 2, gravida ii and dysmenorrhea. Previously administered products included: marvelon. Concomitant products included motrin (ibuprofen) since (B)(6) 2011, tridural (tramadol hydrochloride) (B)(6) 2011, cipralex (escitalopram oxalate) (B)(6) 2011, mefenamic (mefenamic acid) since (B)(6) 2011, ratio-lenoltec no 3 (caffeine, codeine phosphate, paracetamol) (B)(6) 2011, zoloft (sertraline hydrochloride) for depression since (B)(6) 2011 and naprosyn (naproxen) for pelvic pain. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression").essure was removed on (B)(6) 2011. The patient was treated with surgery (bilateral salpingectomy and removal of essure coils. And removal of essure device). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: discrepancy noticed in essure model (reported as ess306). Findings: 4 coils on right, 4 coils on left. Mefenamic capsule range (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2014: clinical history: chronic lower abdominal pain - left greater than right - ever since essure procedure. There is no evidence of essure coil related to the uterus or in the pelvic or abdominal cavity. The uterus and ovaries are within normal limits. There is no evidence of an adnexal mass. No evidence of pelvic or peritoneal free fluid. The appendix is in situ and there is no evidence of acute appendicitis. The kidneys, liver, spleen and pancreas are unremarkable. There is no evidence of retroperitoneal or pelvic lymphadenopathy. Impression: within normal study. No evidence of essure coil in the pelvis or abdomen. [Pathology test] on (B)(6) 2011: clinical history: dysmenorrhea, previous essure placement. Specimen: fallopian tube(s), bilateral gross description: there are also two metallic coils present. The fallopian tubes appear to be unremarkable. Diagnosis: benign segments of fallopian tube and essure coil [ultrasound pelvis] on (B)(6) 2011: the sonographic detail is degraded due to patient body habitus. The endometrial echo is poorly delineated making it difficult to relate the positions of the tubal micro inserts. Less than 1cm of the proximal end of each tube is adequately seen. There is no pelvic mass collection nor free fluid to report. Pelvis: these demonstrate appropriate smooth contour without any concerning kink, angulation or coiling. However, patient should have further assessment by hysterosalpingogram to confirm tubal blockage.; (date unknown): adequate positioning of her essure micro inserts. Lot number:721041; manufacture date:2010-03; expiration date: 2013-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-may-2024: reporter and patient information, medical history, non drug treatment, lab data added. Device insertion date updated.new concomitant added: zoloft ,mefenamic capsule ,ratio-lenoltec no 3 tablet ,tridural tablet ,cipralex tablet ,motrin 400 mg, naprosyn. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('migration of essure device to the abdominal or pelvic cavity') and pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 721041) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, abdominal pain, back pain, hypersensitivity, genital haemorrhage, pregnancy with contraceptive device, headache, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: "discrepancy noticed in essure model (reported as ess306)." A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.